Manufacturer narrative:
In the event the that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the exhalation valve was not secure. It was secured and tested and the reported issue was resolved.

Event description:
It was reported that the ventilator was alarming circuit disconnect while it was on a patient but the ventilator was still cycling. There was no patient harm. The patient circuit, exhalation diaphragm, exhalation valve body were replaced and the problem was not corrected.